Manufacturer narrative:
New date information was provided by the physician as updated in this report. Additionally, dr. Malaeb reported that the patient's left side implant was also removed and the patient was implanted with an artificial urinary sphincter on (B)(6) 2019.

Manufacturer narrative:
Several items to note. Specific product information was not provided to uromedica despite several documented requests. As a result, uromedica cannot provide model number, lot number, date of manufacture, UDI, etc. For the proact unit involved in the adverse event described. Specific date information was not provided uromedica despite several documented requests. As a result, implant date, date of event, and explant date are approximated. Dr. (B)(6) performed his first proact implant procedures in (B)(6) 2019, so it is safe to assume that all dates fall after that point.

Event description:
Proact implant eroded into patient's bladder neck, necessitating explant.